Event description:
Information received by medtronic indicated that the insulin pump showed multiple failed battery alarms. Customer also tried a replacement battery cap. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). P-cap locked in place properly during testing. Insulin pump passed the sleep current measurement, active current measurement and displacement test. No low battery alarms, failed batt or unexpected battery power loss noted during testing. Insulin pump functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within spec range. Pump received with normal operating currents. However, the power management tool indicated the unloaded vaa voltage graph shows abnormal behavior. During download pump review on (B)(6) 2021 starting time at 12:13:44 through 12:27:00 hours, 7 failed battery test alarms noted and (B)(6) 2021 starting at 12:28:14 through 09:14:30 hours, 6 battery out limit alarms noted. Download history review also showed multiple pump error alarms on (B)(6) 2021 starting at 12:14:04 through 12:17:23 hours, pump error alarms in total. (B)(6). Pump error alarm due to software error. Insulin pump was cut open and perform a visual inspection on electronic assembly and motor assembly. No moisture damage or components damage noted during visual inspection. No physical damage noted during visual inspection.